Manufacturer narrative:
08/08/2019 mjr ¿ supplemental correction report needed for: d10, device received. 08/08/2019 mjr ¿ supplemental report needed to address analysis. Explant was reported due to cardiac insufficiency and structural valve deterioration. The tears seen at explant were confirmed. All three leaflets contained tears, and leaflet 2 was torn almost completely from the stent. All three leaflets were fibrotically thickened. There was circumferential fibrous pannus ingrowth on the inflow surface, extending onto the bases of all three leaflets. Leaflet 3 had folds. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears and pannus could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 23 mm trifecta valve was implanted. In (B)(6) 2019, aortic regurgitation was confirmed, along with structural valve deteriorated and cardiac insufficiency. On (B)(6) 2019, the valve was explanted and exchanged for an unknown size medtronic avalus valve. A leaflet tear was observed on the commissure between non coronary cusp and right coronary cusp (rcc). The tear was observed to extend along the bottom of rcc, with almost half of the rcc freed from the stent. The patient is reported to be recovering without complications.